Manufacturer narrative:
The results of the device eval and investigation are not available at the time of this report.

Event description:
The event is reported as: the mouth piece of the incentive spirometer partially separated by tearing. No pt injury reported.